Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. On (B)(6) 2026, the physician elected to cap and replace the rv lead during an unrelated procedure. The patient was discharged after the procedure.